Event description:
Patient had pain in left knee, surgeon decided to revise as components appeared to be loose. Removed components and implanted new femur and tibial components with stems and augments. Additional information: all components were removed due to aseptic loosening.

Manufacturer narrative:
An event regarding loosening involving a triathlon augment was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as insufficient medical records were received. Device history review: not performed as no lot number was provided. Complaint history review: not performed as device not properly identified. Conclusions: the root cause of the reported event could not be determined because insufficient medical information was provided. Further information such as progress notes, lab reports and third revision operative report are needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient had pain in left knee, surgeon decided to revise as components appeared to be loose. Removed components and implanted new femur and tibial components with stems and augments. Additional information: all components were removed due to aseptic loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Information received indicated that no further information will be provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.